Event description:
Additional information received reported that at the revision, they had not been able to anchor the pump superficially ¿because of all the adipose tissue¿ as the patient was overweight. At the first refill following revision they were unable to access the center port using the needles in the 8551 kit. The reporter heard about the difficult refill on the day of this report but was unsure when the unsuccessful refill occurred. The reporter stated that the surgeon was able to use fluoroscopy in the operating room with a longer needle to successfully refill the pump wednesday (B)(6) 2015. The patient was not experiencing any symptoms. The patient was doing ¿good¿ and was receiving effective therapy.

Event description:
It was reported that flipped pump was confirmed. The patient had experienced pain at the device pocket associated with this event. A revision was performed; the pump pocket was opened and the pump was repositioned. The patient was alive with no injury. The pump was used to infuse morphine. Follow up was being conducted to obtain additional information pertaining to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).